Event description:
The following has been reported: staff was unable to stop pump problem alarm, screen froze. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The investigation determined that the issue was caused by a component defect within the som. A scar has been opened to address this issue. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.